Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a l2-s1 spinal fusion, a confirmation image acquisition found that three screws were breaching the pedicle. It was reported that two screws breached medially at right l2 and l3 respectively and one breached laterally at left l2. The screws were then removed and replaced via a c-arm for confirmation. The medtronic representative reported that there was suspected anatomy movement as the screws were a few levels from the reference frame. There was a reported delay to the procedure of between 1 to 2 hours due to this issue.

Manufacturer narrative:
Additional information: a medtronic representative reported that the superior screws (right l2 and l3) were 3 centimeters off at the tip while the left l2 screw was less than 2 centimeters off. It was noted that the patient was doing well post-operative and not showing any negative symptoms. The surgeon mentioned that the patient had poor bone quality.